Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. Where the oversensing occurred which prevented anti-tachycardia pacing (atp) from being delivered, then the shock was delivered. The patient experienced light-headed and pre-syncope. Reprogramming efforts were performed and the patient was also started with oral medication. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. Where the oversensing occurred which prevented anti-tachycardia pacing (atp) from being delivered, then the shock was delivered. The patient experienced light-headed and pre-syncope. Reprogramming efforts were performed, the patient was also hospitalized and started with oral medication. Then, the patient was discharged. Currently, this product remains in service and no additional adverse patient effects were reported.